Event description:
The report received from the (B)(6) stating that the device was "heating." The device was not being used during a procedure. The date of the event is unk. No pt or user injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device, and the reported problem was confirmed. The device was tested and exceeded temperature specifications. The attachment was observed to have worn and dried out bearings. This condition is likely due to normal use and wear over time, but may have been exacerbated by ineffective cleaning and maintenance of the device. If additional information is received, a supplemental report will be sent.